Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's generator turned off when they changed programming groups with their patient programmer (pp). It is unknown if there were any factors that may have led or contributed to the issue. No troubleshooting and interventions were taken yet and it is unknown if the issue resolved. The patient will be seen on (B)(6) 2020 to check their pp and interrogate their deep brain stimulation (dbs) generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep saw the patient and could not recreate the issue of it turning off his ins when switching programs. The wife said it was only the one time they had the issue. The patient was going to call the rep if the issue occurred again.